Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was provided for evaluation. The returned sample was visually evaluated, and black specs were observed inside the drip chamber of the spike. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. It was found the embedded spots were degraded plastic pvc which is a non-moveable particle. A possible root cause could be embedded spots already present in the grain of the raw materials. Based on the supplier's response, an approved project is in place to further address issues with contamination. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: unknown particle inside the tubing. No injury reported.